Event description:
It was reported that the right atrial (ra) lead had amplitudes and having some undersensing of the aflutter. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).